Manufacturer narrative:
All operating currents were within specifications. No unexpected low battery or off no power alarms were noted. The pump passed the unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump alarmed rf pic failed during the self test due to a faulty component on the radio frequency board. Unable to communicate with the mini link transmitter or blood glucose meter due to the alarm. Unable to complete the functional testing due to alarm. The pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he received rf pic failed self-test alarm in the insulin pump. Customer's blood glucose at time of incident was unknown. Customer was explained the alarm and possible causes. Customer was advised that error table indicates the pump should be replaced. Customer was advised that we are sending replacement pump.